Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the pump is not working at all. Customer reported that he does not see insulin dripping out. Customer reported that the issue remained unresolved with an infusion set and reservoir change. Customer's blood glucose at the time of the incident was 500 mg/dl. Customer treated his high blood glucose with an insulin pen. Customer was assisted with rewinding/priming the pump. Product is not expected to return.